Event description:
It was reported as a general comment that the 10 mm diameter omnilink elite stent has difficulty passing through a 6 french sheath. It is a very very tight fit if the stent is on a long instrument length and is not delivered over a stiff guidewire. The box states that the recommended sheath size should be a 6 french, however, this seems too small. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device will not be returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.